Manufacturer narrative:
The particles and disposable pack were discarded by the user and are unavailable for evaluation. The lot number has been requested. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported a tiny plastic particles coming out of the phaco handpiece in sculpt mode. There was no medical intervention, or delay in surgery. The surgery was completed with no impact to the patient.

Manufacturer narrative:
The lot number was not noted prior to being discarded. Therefore, the sterilization and lot history records could not be reviewed and we were unable to evaluate further for root cause. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.